Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had become dislodged. No patient symptoms were reported. The lead was explanted and replaced. The patient was noted to be in stable condition following the procedure.